Event description:
The pt rec'd his scs system, including a percutaneous lead, on (B)(6) 2011. It was reported that the pt suddenly lost stimulation. The pt stated that he had been feeling good and had been more active than normal. An x-ray showed that the lead had migrated. The physician plans to revise the pt's lead. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.